Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported four tampons with loose strings that were not attached and three tampons with strings that came out during removal. She was able to remove the tampons.